Manufacturer narrative:
Event date was not reported and approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2010. On an unknown date it was noted that perforation had occurred. No further patient complications were reported.

Event description:
A greenfield filter was implanted on (B)(6) 2010. On an unknown date it was noted that perforation had occurred. No further patient complications were reported. It was further reported that the patient presented with pulmonary embolism and possibly slight progression on the right side. The patient was transferred to another hospital for possible intervention. The patient was evaluated by CT surgery at which time given that her echocardiogram showed no signs of rv dilation or compromise and the fact the patient was comfortable on 2 liters of oxygen, the risks outweighed the benefits at the point for any intervention. At the same time the patient was recommended for inferior vena cava filter. The patient received the filter. On (B)(6) 2018, the patient received a CT scan of the abdomen without contrast. Findings revealed that the filter is properly positioned inferior to the renal veins. The struts all penetrate the wall of the ivc but there is no hematoma. None of the struts are in contact with adjacent tissue. In particular, the strut approaching the aorta does not touch or penetrate the aortic wall.